Manufacturer narrative:
Manufacturing site evaluation: samples received: (B)(4) unopened pouches. Analysis and results: there are no previous complaints of this code batch. (B)(4) units were manufactured and distributed of this code batch, there are no units in stock. Received (B)(4) closed samples. Tested the knot pull tensile strength of the samples received and the results fulfills the OEM requirements. As stated in the instructions for use: "when working with suture materials great care should be taken to ensure that the use of surgical instruments, such as tweezers and needle holders, does not cause the material to be damaged by being pinched or kinked". Final conclusion: complaint is not justified. Actions on product: not applicable. Corrective/preventive actions: not applicable.

Event description:
Country of complaint: (B)(6). Thread broke during surgery.